Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1.the tissue pad was worn and partly peeled off because the gripper was closed and ultrasonic waves were output when nothing was gripped between the gripper and the tip of the probe (including after the tissue had been cut). . 2. The tissue pad was cut and part of it fell off due to the load applied to the peeled off tissue pad. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation confirmed the reported issue. Device visual inspection was performed, noted the device confirmed to be model sb-0535fc with lot no. 31k with supplementary information of 24. Device evaluation found the tissue pads were worn, noted that some were peeling off and some were falling off. The missing tissue pads were not returned. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the "tissue pad came off" during a therapeutic laparoscopic colectomy ( laparoscopic colon resection) procedure. Per the report, there was "no exfoliation" inside the body. The device was replaced and the intended procedure was completed using a similar device. No patient impact , no harm reported due to the event. No user injury reported.